Event description:
In 2007, the patient reported that the down button of her infusion device was not responding and her blood glucose was elevated (202 mg/dl) due to not being able to bolus. Her normal blood glucose level is 130 mg/dl. The patient was assisted with bolusing 3.3 units of insulin by using the "standard" bolus feature and she was then assisted with setting up her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.